Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with accu-chek inform ii meter serial number: (B)(4). The result at 5:13 a.m. Was 15 mg/dl. The result at 5:31 a.m. Was 126 mg/dl. The result at 6:04 a.m. Was 124 mg/dl. The patient has "never" had a glucose result less than 100 mg/dl.